Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the patient went to the hospital due to fatigue. Upon interrogation of the subject pacemaker, the pacemaker was found in standby mode. Pacing and sensing failure were also observed on the ECG while pacing markers at 70 min-1 and the patient¿s intrinsic rhythm were observed. Without re-initializing the pacemaker, the patient was sent to another hospital, where the pacemaker was re-initialized and reprogrammed with the following parameters: ddd mode, 60 to 130 min-1, av delay 295/250 ms. However, pacing failure was still observed at the maximum output of 7.0 v/1.0 ms. In addition, ventricular sensing failure occurred at 1 mv in bipolar while it sensed at about 2 mv in unipolar. No anomaly was observed on the atrial lead. It was observed that ventricular lead impedance increased from around 600 ohm to around 900 ohm since the previous follow-up. A computerized tomography (CT) exam revealed cardiac perforation, which was suspected to be the cause of the aforementioned abnormalities relating to the ventricular lead. The patient was hospitalized and re-intervention to explant the ventricular lead and the subject pacemaker was performed on (B)(6) 2019. The pacemaker should be returned for analysis. Preliminary analysis revealed that the switch in standby mode was most probably due to a single event upset (seu). Normal operation was restored by device re-initialization performed on (B)(6) 2019. The reported abnormalities on the ventricular channel most probably resulted from the cardiac perforation.

Manufacturer narrative:
Preliminary analysis confirmed that the connection system and the electrical characteristics of the returned device conformed to established specifications.

Event description:
Reportedly, on (B)(6) 2019, the patient went to the hospital due to fatigue. Upon interrogation of the subject pacemaker, the pacemaker was found in standby mode. Pacing and sensing failure were also observed on the ECG while pacing markers at 70 min-1 and the patient¿s intrinsic rhythm were observed. Without re-initializing the pacemaker, the patient was sent to another hospital, where the pacemaker was re-initialized and reprogrammed with the following parameters: ddd mode, 60 to 130 min-1, av delay 295/250 ms. However, pacing failure was still observed at the maximum output of 7.0 v/1.0 ms. In addition, ventricular sensing failure occurred at 1 mv in bipolar while it sensed at about 2 mv in unipolar. No anomaly was observed on the atrial lead. It was observed that ventricular lead impedance increased from around 600 ohm to around 900 ohm since the previous follow-up. A computerized tomography (CT) exam revealed cardiac perforation, which was suspected to be the cause of the aforementioned abnormalities relating to the ventricular lead. The patient was hospitalized and re-intervention to explant the ventricular lead and the subject pacemaker was performed on (B)(6) 2019. The pacemaker should be returned for analysis. Preliminary analysis revealed that the switch in standby mode was most probably due to a single event upset (seu). Normal operation was restored by device re-initialization performed on (B)(6) 2019. The reported abnormalities on the ventricular channel most probably resulted from the cardiac perforation.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2019, the patient went to the hospital due to fatigue. Upon interrogation of the subject pacemaker, the pacemaker was found in standby mode. Pacing and sensing failure were also observed on the ECG while pacing markers at 70 min-1 and the patient¿s intrinsic rhythm were observed. Without re-initializing the pacemaker, the patient was sent to another hospital, where the pacemaker was re-initialized and reprogrammed with the following parameters: ddd mode, 60 to 130 min-1, av delay 295/250 ms. However, pacing failure was still observed at the maximum output of 7.0 v/1.0 ms. In addition, ventricular sensing failure occurred at 1 mv in bipolar while it sensed at about 2 mv in unipolar. No anomaly was observed on the atrial lead. It was observed that ventricular lead impedance increased from around 600 ohm to around 900 ohm since the previous follow-up. A computerized tomography (CT) exam revealed cardiac perforation, which was suspected to be the cause of the aforementioned abnormalities relating to the ventricular lead. The patient was hospitalized and re-intervention to explant the ventricular lead and the subject pacemaker was performed on (B)(6) 2019. The pacemaker should be returned for analysis. Preliminary analysis revealed that the switch in standby mode was most probably due to a single event upset (seu). Normal operation was restored by device re-initialization performed on (B)(6) 2019. The reported abnormalities on the ventricular channel most probably resulted from the cardiac perforation.